Event description:
It was reported that the pump exhibited a motor drive phase b post during testing. During physical inspection, it was found that there was a travel coarse error. There was no patient injury.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. A travel coarse error was identified. The probable cause of the reported issue was due to the stepper motor, worn worm gear and coupler. As a result, the stepper motor, worn worm gear and coupler were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.